Event description:
It was reported that the hcp experienced difficulty accessing center port at refill and was concerned that the pump may have flipped. The appropriate refill kit and needles were used. The hcp felt metal upon insertion of the needle. The pump does not move around in the pocket. Device troubleshooting was being considered. No pt symptoms were reported.